Event description:
It was reported that the patient was in an increased amount of pain and was not getting adequate relief. It was determined that the battery was non-functional, and underwent an ipg replacement procedure. The old ipg was replaced with an MRI compatible device. The patient was doing well postoperatively, and explanted ipg was discarded by medical facility.